Event description:
It was reported by the sales development manager from (B)(4) (a distributor) that the star ankle reamer allegedly snapped operatively and that the surgeon had to proceed free hand. The surgeon reported that this subsequently resulted in a sub optimal outcome for the patient as the implant wasn't then seated as it should be.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.